Event description:
After the third injection of hyalart on 06/03/97, pt complained of severe pain, with near complete blocking of right knee joint. Pt was hospitalized on 6/4/97. An inner and an outside meniscus lesion within the right knee joint was diagnosed and an arthroscopic part resection was taken through immediately. Pt was discharged on 6/17/97 and physiotherapy was prescribed. Complaints of irritation of knee joint improved. Outcome: reversible. Licensee indicates info not assessable, poorly documented.